Manufacturer narrative:
This event pertains only to qc and no patients were impacted based on the data provided by the customer. During internal investigations, it was determined that this issue could potentially impact patient results.

Event description:
The customer reported that the cardiac low level troponin (ctni) control is out of range high. There is no report of injury due to this event.

Manufacturer narrative:
The lot that showed elevated qc results, lot # 237177002, expired on december 23, 2017. Internal testing has been conducted on 21 lots since this lot was manufactured and the issue has not recurred. Additional testing indicates that patient results are not impacted.